Event description:
Per importer's MDR: potential for injury associated with the front caster wheel on an in08aanfrff insignia manual wheelchair being bent. This creates the potential for a falling injury due to an unbalance product.